Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was interrogated and a fault code was observed. The model number and serial number were also found to have reset to all zeros. It's suspected that the ICD underwent a system reset. The physician elected to replace the device.